Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has been admitted status post tricuspid valve repair performed on (B)(6) 2022. A speed change echocardiogram was performed (B)(6) 2022 and increased from 9200 to 9800 now that patient has competent valve. Overnight, ICU nurse reported multiple low flow alarms and flow reading mostly. Log file submitted revealed persistent low flow events (B)(6) 2022 at 1303 through 1458 and again intermittently from 2248 through 0236 when the speed was at 9200 rpm. Speed decreased to 9400 in the morning and no further low flow alarms seen. The patient is hemodynamically stable with no symptoms of heart failure. Low speed limit was decreased from 9400 to 9000 after log files were downloaded. Speed adjusted to 9800 rpm (B)(6) 2022 at 1444 and down to 9400 rpm (B)(6) 2022 at 1124. No further low flow events noted after the change to 9800 rpm on (B)(6). Further information revealed that the patient is still having intermittent low flow alarms to date however the patient is asymptomatic during low flow alarms. The patient remains admitted to hospital for further workup of low flow alarms and due to status post tricvalve procedure. Plan of care for patient is transesophageal echocardiogram (tee) with possible speed change. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed 106 low flow hazard alarms were captured throughout the log file when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17may2017. The heartmate ii lvas IFU, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.